Manufacturer narrative:
(B)(4). The set was requested to be returned for eval, it has not been rec'd. A follow up report will be submitted if further info is obtained. The model and lot numbers were not identified, therefore, the mfg records could not be reviewed.

Event description:
Customer reported a microbore tubing was cracked at the connection point to the syringe causing blood back up into the tubing and fluid leaking onto the floor. Set is not available and no further details provided.